Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that a patient interface lost suction before treatment started. A second patient interface was used to start treatment and suction was lost at 50% complete. A third patient interface was used to complete treatment with no patient harm.

Manufacturer narrative:
Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient's eye, patient physiology (eye anatomy), patient reaction, etc. These issues occur prior to the procedure and as such this type of complaint constitutes a user nuisance and would not result in a serious injury. Reports of suction issues with the system patient interface are patient and user related. A root cause can not determined. The manufacturer internal reference number is: (B)(4).